Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow as well as a low speed advisory; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas, serial number: (B)(4) could not conclusively be determined through this evaluation. The submitted log file contained data from 1jun2019 through 18jul2019. Pump power, estimated flow, and average pi typically ranged from 4.9 to 6.7 watts, 3.9 to 6.7 lpm, and 4.4 to 8, respectively. Elevations in pump power and estimated flow were noted beginning on (B)(6) 2019, ranging from 9.3 to 12 watts and 9.8 to 12 lpm, respectively. Most of these elevations appeared to be associated with pi events. Additionally, a low speed advisory was captured on (B)(6) 2019. No other atypical alarms were captured. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 2 years 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file contained power and flow elevations on (B)(6) 2019 from 16:48 to 18:10, as well as a single low speed operation. The cause of the low speed was not identified. The patient had no symptoms. Patient was put on an ungrounded cable as a precaution and will follow up in clinic. Power and flows have returned to normal parameters. Patient experienced an ischemic stroke on (B)(6) 2019 and had a thrombectomy on (B)(6) 2019. After the procedure patient was stable and improving. Patient experienced some left eye blurriness and slight right arm weakness but was stable, responsive, and recovering well per clinician. No additional information was provided.